Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was empirically confirmed based on available information up to date. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as "the patient also has significant comorbidities, including severe chronic renal failure requiring dialysis and a history of renal cell carcinoma with bilateral nephrectomy in 2017". The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 2 years and 5 months post tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the 61-year-old male weighing approximately 113 kg, was symptomatic, presenting with dyspnea and fatigue. The failure mode reported is stenosis and calcification, with pre-procedural mean/peak gradients greater than 50 mmhg and a valve area between 0.5 and 1.0 cm'. The patient's prior surgical history includes implantation of a 29 mm medtronic freestyle valve with hemi-arch replacement using a 24 mm dacron tube in 2017, followed by implantation of a 26 mm edwards sapien 3 ultra valve approximately 6 years later. The patient also has significant comorbidities, including severe chronic renal failure requiring dialysis and a history of renal cell carcinoma with bilateral nephrectomy in 2017. The patient is scheduled for a viv. The most recent follow-up echocardiogram and progress notes are unavailable. The vcc sent an update that the patient was treated 12/8/25 with a 26mms3ur. Post cath mg 4mmhg; echo mg 12mmhg; no ai or pvl. Patient stable and transferred out of the cath lab.

Manufacturer narrative:
Investigation is ongoing.